Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by clearing the alarm and resuming insulin and reported receiving these alarms daily. Frequent and recurring occlusion issues prompted a replacement pump being sent.